Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hernia repair. It was reported that following insertion the patient experienced pain, urinary/bowel problems and recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urgency, and frequency.

Manufacturer narrative:
Date sent to the FDA: 11/05/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000, and a mesh was implanted. It was reported that patient underwent wide local excision of vulvar carcinoma in situ on (B)(6) 2011, due to vulvar carcinoma in situ. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.